Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing including bench handling, defib functionality testing, defib cycling and inspection of the defib receptacle without duplicating the report. The device was recertified and returned to the customer. Review of the device clinical files indicates that the fault occurred while using a CPR adapter, however this could not be firmly established as the CPR adapter and multi-function cable used were not returned as part of this investigation. Zoll recommends that the CPR adapter be replaced as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pad short" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.